Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented via merlin@home transmission showing non-sustained right ventricular oversensing episode. The oversensing events appeared to be noise from an external source. Patient had a left ventricular assist device (lvad) which was suspected to have caused some interference with the device. Programming changes and induction testing were discussed. No patient symptoms reported.